Event description:
It was reported that the patient experienced a seizure on the table during the driving of the second lead which was being inserted lateral. The physician assessed that pain triggered the seizure, and that the patient has a medical history of seizure disorder. The placement of the second lead was aborted. The patient recovered, was humorous and conversing, and was discharged home. The device was not returned for analysis as trial leads are disposed of.